Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that upon routine scs reprogramming session, an impedance check was performed and noted that electrodes 5, 6, 10 <(>&<)> 11 should be avoided. Pt mentioned falling at the grocery store right before our appt today.  Impedance check with reprogramming avoiding the above mentioned electrodes was performed.  Scs reprogramming was successful without using the above mentioned electrodes .issue resolved. No patient symptoms were reported.